Event description:
Asr revision; asr resurfacing - right hip; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - right. Reason(s) for revision: pain and alval / soft tissue reaction. Update: added surgeons name, further revision reason and products. Received: february 12th 2013. Dint recreated to cross reference with (B)(6) information received 1st august 2014. Please see attachment dated 20 august 2014 for email trail of queries relating to this information. Different sets of products have been confirmed by (B)(6) and (B)(6). Both sets of products refer to the same patient and surgery, but it's unknown which is the correct set of products at this point in time. The (B)(6) products have been entered on to (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.